Manufacturer narrative:
F10 (hecc) updated as information received after the initial MDR submission clarified that there was no chest distress sustained by the patient as a result of any issue with the pump during infusion (they were being treated for chest distress).

Event description:
Device history record was reviewed, no issue has been found. Device log was not provided, therefore no review could be performed. The device injectomat agilia rc2 was not returned to our laboratory for analysis. Based on the information provided, the pressure alarm sounded repeatedly. This is a normal behavior of the pump if a dysfunction trigger. No information about an error message has been provided. Without the affected sample, no investigation can be performed and no root cause can be determined. Due to the lack of information, the root cause cannot be identified. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "on (B)(6) 2023, an 86-year-old male patient felt chest distress and wheezing. According to the doctor's advice, using the pump pumped new active hormone, and the pump pressure alarmed repeatedly during the process of pumping liquid, which affected the patient's treatment. Then immediately replacing other pump and it can be used normally. Then contact the engineer for maintenance, and the engineer checked that it was a pressure sensor fault. The hospital thought that may lead to permanent damage to the body's functional structure." Additional information obtained: customer is not able to provide the log files & the defective part & repairing report for investigation. The customer had repaired the machine by themselves and the machine can be used normally now. Reporting due to the referenced issue. No additional issues or serious injuries to the patient were reported. More information is needed to complete the investigation.